Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : a previous device history record (DHR) review (B)(4) did not reveal any related manufacturing deviations, anomalies or other non-conformances on the provided product and lot combination. Final micro and sterility tests passed.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. Dmf# 13704 trade name gentamicin sulphate active ingredient(s) gentamicin sulphate dosage form powder strength 1.0g active in our cements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Primary operative notes (B)(6) 2015 indicate the patient received a right total knee replacement due to knee pain and degenerative joint disease. The patella was resurfaced, and depuy cement was utilized x2. The surgery was completed without indication of complication by the surgeon. Revision operative notes (B)(6) 2020 indicate the patient received a right total knee revision due to pain and suspected loosening. Upon entering the joint, foreign body reaction tissue and scar tissue was encountered and remove. The femoral and patella component were not revised and noted to be in good condition. The tibial component was noted to be loose at the cement to implant interface. Cystic changes were noted on the tibial bone and removed. The insert was revised without indication of product deficiency. The surgery was completed without indication of complication by the surgeon. Doi: (B)(6) 2015 dor: (B)(6) 2020 right knee.